Event description:
Boston scientific received info that this pt received a couple of inappropriate shocks from her subcutaneous implantable cardioverter defibrillator (s-ICD). The pt was shocked while reaching down into drawers. It was noted that the pt is large in size. Boston scientific technical services (ts) was contacted and discussed the small signal change observed is similar to other cases seen where there is a positional effect on the sense vectors. The positional affect can be due to the pt's posture or due to mobility of the implanted system, possibly due to the system not being on the fascial plane. Ts recommended testing in all three vectors with therapy off and the bending forward action (similar to what the pt was doing when they were shocked) to see if the signal changes can be reproduced in secondary, as well as the other vectors. Ts discussed if all three vectors show similar changes, then there are limited programming options available and x-rays may be needed to review implant location. Further testing was performed. It was noted that when the pt would reach over the couch with her left arm to grab a bag, this caused repeatable signal changes. This did not occur when the pt would reach with her right arm. Primary signal did not decrease as much as secondary. Alternate with a 2x gain was also tested. X-rays were also taken which showed the electrode appeared in the original implant location. The device was reprogrammed to primary from secondary vector. No adverse events have occurred and no further issues have been reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.